Event description:
It was reported that the patient was due to report at 2pm for a change of cassette for his ongoing 96 hour chemo. The patient called the doctor earlier in the morning to report an issue: it was noticed there was a slight leakage of product from the tubing. The doctor asked the patient to come as soon as possible. On arrival, a leakage at the filter was observed where a very small hole was already present: a continuous beading drop. With the doctor's approval: stop the pump even though there were still 4 hours and 20 minutes of administration left because of the hygiene risk and the risk of dermatological toxicity. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Brand name, common device name and operator of device are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: b5: additional information: on 22-jun-2022 = the customer confirmed no clinical consequence was observed and the solution involved during incident was = blinatumumab (blyncyto) solution for all incidents.